Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, diopter -9.0 into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2020 the lens was explanted due to low vault. The cause of the event is reported as unknown.

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned with moisture in a micro centrifuge vial. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).